Event description:
Our customer informed us about a complaint: I have a problem with a radiolucent skull clamp yesterday, in clinique sevigne, rennes: the top pin of the 2-pins holder has slide the skull of the pt. I guess there were enough pressure as the last graduation was reached on the one pin screw. The operation was a posterior decompression of the spinal cord, so the pt was lying in ventral decubitus, with the skull into the radiolucent headrest. The surgeon put the headrest when the pt was lying in dorsal decubitus,then locked the 2 pins part and use the skull clamp to manipulate the head of the pt and turn him into ventral position, it is in this moment that the pin slide. So have you an idea why the pin on the top ripped? Is it because the clamp wasn't positioned on the good axis of the skull?